Event description:
Lead wss implanted on 1/17/92. Lead became disloged on 1/21/91. Patient returned to or for lead manipulation. Dr. Cut lead with scapel upon re-entering wound, this making it unfit for use. The lead was removed and a new lead was implanted. Lead placement was evaluated using biotronik lead analyzer. Generator in use biotronik ergosdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: electrode failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.